Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30 day medwatch report, information received states that on (B)(6) 2015 the 2.25 x 18 mm unspecified xience alpine stent was deployed in the proximal right coronary artery (rca). The patient was discharged on dual antiplatelet medication. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part and lot number were not provided. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The reported patient effect of angina, as listed in the xience alpine everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that within 30-days post-stenting procedure of an unknown xience alpine stent, the patient experienced angina symptoms and was re-admitted. The patient was treated with percutaneous transluminal angioplasty. There was no reported adverse patient sequela. No additional information was provided.